Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that she met with a manufacturer representative on (B)(6) and they repaired her recharging issue and settings. The patient was reprogrammed to have normal stimulation settings but the issue with recharger was not totally resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the ins used to last about 15 days between charges but now only lasted 2 days. The patient was redirected to their hcp. No symptoms were reported. There were no reported complications and no further complications were expected. Patient was implanted for non-malignant pain and complex regional pain syndrome type 1.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient stated that they have to charge every 2 days and they used to charge 10-18 days. Patient reported that in november they had to charge practically every day, or every 2 days; patient followed up by saying that if their implant battery went lower than 40%-50% they are in trouble because they cannot carry their machine with them anywhere. Patient stated that they try to stay at 70% charge; patient said that it is easier for them to charge now. Patient noted that their charge frequency depends on the activity that they are doing; if they are vacuuming then they would have to charge more. Patient stated that they went to the doctor maybe 2 weeks or a month before and that is when they saw another "guy" for their "machine and now it is working better." Agent understood the guy to be a manufacturer representative. Patient stated that the doctors that they were seeing at the time of the appointment decided to give the patient b ack injections. Agent documented the reported event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was unknown if the patient was charging every 10-18 as the tablet diaries showed no indication of that, however the device was re programmed to utilize lower impedance electrodes to lengthen out the recharge interval. The issue has been resolved and the patient is comfortable with their charging intervals after the device was reprogrammed. The patient's weight was unknown at the time this was reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.